Manufacturer narrative:
The reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. Visual inspection of the returned device did not identify any issues. The tube set packaging was not returned with the device. A visual inspection of the customer provided image noted the packaging seal is compromised in the upper right-hand corner. Functional evaluation of the device did not reveal any malfunction. The complaint was confirmed and the root cause has been associated with transport or storage. Factors that could have contributed to the reported event include mishandling during transportation or storage. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the d25 inflow only tubeset assembly drawing found that the pouch peel and burst strength and testing requirements are adequately documented.

Event description:
It was reported that the tyvek sheet of the inflow tube was not sealed correctly. The customer doubted sterility of the product and stopped using it. The device was not used in patient. There was a backup available and no delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.